Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
A health care provider (hcp) of a patient who had been implanted with a neurostimulator for post lumbar laminectomy syndrome reported on (B)(6) 2015 that the patient had a system implanted in 2004. Prior to that system being replaced, the patient had experienced a return of symptoms. Follow up has been initiated to obtain the device identification of the 2004 system, any mitigation effort details, and what the cause of the return of symptoms was. A supplemental report will be submitted if additional information is received.